Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties occurred. The lesion being treated was located in the mid right coronary artery. The 1.5x15mm maverick otw balloon was being used for predilation. When the physician attempted to remove the balloon it was stuck with the guidewire. They attempted several times to remove the device and were not successful. Finally they removed the balloon with the guidewire. The physician commented that "it could be crushed the lumen of the device due to severe tortuous". The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.